Manufacturer narrative:
It was initially reported, during the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's sensor board needs replaced due to contamination. The device's inlet air path assembly was also replaced due to a test step failure.

Event description:
The manufacturer received information alleging a ventilator's pressure increased. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's sensor board needs replaced due to contamination.